Event description:
It was reported that (1) tr45w was used during an unknown procedure. It was reported by the affiliate that the staple would not deliver. Opened another device to complete the case. There was no consequence to pt.